Event description:
The customer, dr (B)(6), reported via the clinical team that an sae had taken place. It was reported that due to uncontrolled anticoagulation, late bleeding after right total knee arthroplasty occurred. The sae form states that the event was not related to the device. Please see attached sae form for further info.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Device remains implanted. If add'l info becomes available, it will be submitted in a supplemental report.